Event description:
The physician observed exposed urethral bulking material via cystoscopy post-implant when the patient returned to the doctor's office complaining of pain and a urinary tract infection. No further complications have been reported.